Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a routine implantable cardioverter defibrillator (ICD) changeout, it was reported that the right atrial (ra) lead had no capture, no sensing and had dislodged. The right atrial (ra) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.